Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. Furthermore, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required, and no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
The sales rep reported via phone that the tip of the customer's clearfix straight calibration tool, broke during a rotator cuff repair and fell into the patient. The part was retrieved from the patient with a grasper. The case was completed with another like device. There were no patient consequences or delays. The sales rep could not provide a lot number. The device was discarded by the customer.